Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized due to diabetic ketoacidosis on (B)(6) 2019 with a blood glucose level of 553 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with intravenous fluids and potassium at the hospital for high blood glucose level. The customer experienced nausea, abdominal pain and vomiting as a symptom of high blood glucose level. The customer did not allege the insulin pump for under delivery. The insulin pump will not be returned for analysis.